Event description:
Voluntary firm initiated device recall extension in 2003 associated with pt management info (pmi). The MFR notifed biotronik, inc. That product was subject to the attached dear doctor letter.